Manufacturer narrative:
(B)(4). Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. In this case, the cause of the reported s3 valve regurgitation post deployment in the pulmonic position cannot be confirmed. The labeling (ifus and ew training manuals) does not instruct the operator how to position the sapien 3 valve in this scenario, however, it is possible that patient factors (miss-match pulmonary annular size/shape to valve) and/or procedural factors (malposition, leaflet impingement, underdeployed valve). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a valve in valve (20mm sapien 3 valve in 18mm ce valve) tavr procedure in the pulmonic position, post deployment of the 20mm sapien 3 valve, angiogram showed wide open pulmonic regurgitation (pr). The valve was post dilated with a non-edwards balloon with minimal change in valve expansion and overall pr. A second sapien 3 valve was prepped per the IFU and positioned/deployed proximal towards the rvot. Repeat angiogram of this valve showed trace pr, which was believed to be coming from the pigtail catheter across the valve. The patient was stable post procedure.